Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After instrument and instrument data evaluation, the cse determined that the system displayed reagent 1 cleaner pump error messages. The cse replaced the reagent 1 cleaner pump. The cause of the discordant tpsa result is due to a malfunction of the reagent 1 cleaner pump. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low total prostate specific antigen (tpsa) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, which resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tpsa result.